Manufacturer narrative:
One lf5544 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the clear insulation was damaged. The customer reported that the device insulation peeled back. The reported condition was confirmed. The sample failed hipot testing. The investigation identified the root cause of the investigation findings to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that during a procedure, the device insulation close to the jaws was peeled back, leaving wires exposed. The device was removed when the issue was noticed and a new one used to continue the procedure. No patient injury resulted.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device insulation close to the jaws peeled back and had exposed wires. The device was removed when the issue was noticed and a new one used to continue the procedure. No patient injury resulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.